Manufacturer narrative:
Mentor received additional event information that the left-sided implant was confirmed to be intact upon explantation, and the patient also underwent mammogram due to capsular contracture (grade unknown) on an unspecified side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the patient underwent explantation on (B)(6) 2020. Reason for device explant and/or reoperation: rupture. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, on the anterior view of the device, an anomaly was observed consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis we were unable to confirm the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with 550cc smooth mentor memorygel breast implant has experienced postoperative bilateral rupture of implants. Patient experienced trauma in a car accident, and bilateral rupture was confirmed by MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient¿s explantation procedure was cancelled. At the time of this report, mentor has received no information regarding the expected explantation date. At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).